Event description:
It was reported that there was unacceptable thresholds, no capture at maximum outputs, impedance was greater than 10,000 ohms, and that the extension lead had detached from original epicardial pacing lead. It was further reported that the physician had difficulty attaching the extension lead. The lead has been explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) no anomalies found; full lead was returned for analysis. The setscrew was obstructing the bore and the setscrew wrench was broken off in setscrew.